Manufacturer narrative:
There have been no known reports of this issue from clinical customers of the 52-leaf millennium multi-leaf collimator. Although there was no reported injury in this case, the available info suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that an MDR is appropriate as this possible defect could result in misadministration or serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
As a result of a varian engineering review, it was noted that the 52-leaf millennium multi-leaf collimator (mlc) is subject to out-of-field dose. It may be possible that when testing a dynamic mlc field with high modulation (>5) where the field extends to the outermost leaf pairs; that there is measureable dose several cm beyond the outermost leaf pair.